Event description:
It was reported that the device had error code 41622 and a red screen. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: 29-oct-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Error code 41622 was confirmed in the event history logs. Functional testing confirmed error code 41622. The cam flex sensor was replaced to resolve the issue. During inspection found the rear piezo was corroded and was replaced for preventative maintenance.